Event description:
On initiation of ECMO, heater #1 failed. Exchanged with heater #2. Temperature of baby decreased. Heater #2 failed. Exchanged with heater #3. Heater #3 worked appropriately. Temperature returned to normal.